Manufacturer narrative:
(B)(4). A review of historical data was performed with no adverse trends or product issues identified for event. The architect system operations manual provides adequate information regarding safety hazards including wearing of personal protective equipment and safety awareness where hazards may exist. Based on the results of this evaluation, there is no indication of a malfunction or deficiency of this event.

Event description:
The field service representative obtained a probe stick from the architect i2000sr analyzer when replacing a reagent kit. The analyzer was in the ready status when the probe stick occurred. The field service representative was wearing gloves at the time of the probe stick and immediately washed and sterilized his hands. (B)(6) testing was performed. The field service representative received a (B)(6) due to his (B)(6).